Manufacturer narrative:
Product ID 8781, lot# 0206929604; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the itching that occurred after the refill ((B)(6)) had "ceased to be an issue". It was noted, when the patient recovered consciousness, the situation was improving but it was unclear how long it took. The cause of the loss of consciousness was not reported.

Event description:
It was reported when the patient presented for a refill they stated they felt itchiness in their hands and feet in the evenings. The symptoms would be alleviated when the patient put pressure on the spot. The healthcare professional (hcp) found no abnormal findings on the surface of the skin and the presence of a causal relationship was unclear but it was possible the gabalon may be too effective in its liquid form so the hcp decided to lower the night-time dose slightly and switched to flex mode and see how the patient's condition progressed. The pump was used to deliver gabalon. No patient outcome was reported.